Event description:
The patient was getting a message on their personal therapy manager (ptm) and they did not know what it meant, an error of "pa disabled." The patient saw the 1st message about 3-4 days prior to the day of report. The patient did not always use the ptm because they had removed the morphine and replaced it with saline, which was in the pump at the time of report. They only used it to check when they were due for a refill. The patient was not sure if the pump was alarming. The patient reported they heard small low beeps and they went online to figure out if the beeping was the pump alarming. It was stated that it did not sound at all like what it did online so the patient was not sure if there was an alarm or not. It was reported that the patient was to refill the pump with saline in "july" but it was unknown if they did or did not. It was also unknown how much was left in the pump. It was noted that the patient wanted to have the pump removed because it was "in the way." (No outcome was reported regarding this event, and if refill occurred. Further follow-up is being conducted to obtain this information).

Manufacturer narrative:
Correction: the event description that was previously reported on 2014-sep-11 was incorrect. It has been updated, and is now correct. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a withdrawal. About one year ago they removed the drug from the pump because the patient did not want it anymore. The amount of the medication they were giving the patient made it difficulty for the patient to even complete sentences. The patient decided they would rather be in pain than to not function. The patient reported that the morphine worked but the patient felt it was "too much medication." They removed the medication and put in saline. After this happened the patient went through horrible withdrawals. It was reported that the pump system had 2 mg/ml morphine at 1.1 mg/day and 2 mg/ml bupivacaine at 0.11 mg/day. Additional information was received from the patient on (B)(6) 2018. It was reported that the patient only has saline in the pump at the time, as the medication was removed from the pump 3 to 4 years ago (prior to call date of (B)(6) 2018) and the patient went through withdrawal. They could not recall if it was 2014 or 2015. The patient was throwing up and shaking for a week and she felt like her heart was going to explode. The patient stated that the doctor would not help her. The medication was removed and not turned down slowly. There were no further complications reported/anticipated.

Manufacturer narrative:
Concomitant products: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).